Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2024, was chosen as the best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2024. Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on an unknown date. The patient was planned for 28 fractions; after the 14th, the cone beam computed tomography (cbct) showed that the hydrogel migrated posteriorly. Then, the patient reported feeling like the hydrogel was passing through the rectum; besides that, the patient hadn't reported any other symptoms. On a computed tomography (CT) scan, the hydrogel seemed anterior to the rectal wall. It was also noted that it was smaller, so the hydrogel must have migrated through a hole in the mucosa and reached the lumen. The radiation treatment was replanned, and the patient was ongoing 15th fractions out of 28. No further information has been obtained despite good-faith efforts.